Event description:
It was reported that there was a motor stall and motor stall recovery recorded in the event logs. The patient went to their healthcare provider (hcp) for a refill on the date of the report, and they noticed that a motor stall occurred on (B)(6) 2015 at 11:03, and recovered at 11:43. The patient did not have magnetic resonance imaging (MRI) that day, and the patient did not hear a pump alarm. The patient¿s personal therapy manager (ptm) was stopped on the date of the report and the patient was placed on flex mode. There were no patient symptoms. There was only one stall in the event logs which lasted 40 minutes, and the cause of the stall was unknown. No troubleshooting or interventions were performed. The patient recovered without permanent impairment. The pump system was being used to infuse morphine (unknown).

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).